Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive large hem-o-lok clip applier instrument to perform failure analysis. The instrument was found to have a grip input disk #6 and pitch input disk #5 broken inside the housing. The instrument was found to have hairline cracks on input shaft #7. Other backend components adjacent to the broken inputs do not show damage. For clarification, the instrument was unable to be tested for the clip applying test due to the broken input disks which cause an engagement error on the in-house system. If the input disk is fully broken, then the instrument can fail to engage. The issue is immediately detectable by the surgeon due to loss of instrument functionality. The complaint was confirmed by failure analysis. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks and may cause the input disk to break and separate from the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument would not clip. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.